Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl and didn't read over the insulin pump. Customer gave the bolus to treat the blood glucose. Customer stated that she had some orange chicken and that caused her high blood glucose and she did not use the sensor. Customer stated that blood glucose was still over 600 mg/dl and she gave the bolus. The device will not be returned for analysis.